Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the the patient was trying to use their programmer and it would not work; it would not work to increase stimulation. They said it showed the picture of a doctor, a triangle in the corner, and power on reset (por). When asked if they had any falls, accidents, or other medical tests or procedures, they replied no, but that they did have an electrocardiogram (EKG), where they had the patient turn if off and they did. It was reviewed the warning por information was not something they could resolve on their own. The patient was redirected to their healthcare provider to further address this issue. There were no patient symptoms or further complications reported at this time.